Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Event description:
--

Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this device, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in (B)(4), 2004. Longevity estimates for prizm. The devices remain unchanged.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.